Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: a cholecystectomy was performed, the following day, the patient was readmitted for emergency surgery due to severe bleeding. It was discovered that a clip had slipped off, causing the bleeding and the patient's hgb level, which was 14 prior to surgery, dropped to 6, and she almost died. The situation was controlled after six hours, and the patient was transferred to the intensive care unit, where she remains under observation patient status: patient is ok. Intervention: open surgery, the situation was controlled after six hours, and the patient was transferred to the intensive care unit,

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a video of the event unit during use was provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the video of the event, it is likely that the incomplete clip closure was caused by failure to follow the device IFU. The IFU states, ¿prior to locating the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws¿. However, the exact root cause of the clip slippage is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: a cholecystectomy was performed, the following day, the patient was readmitted for emergency surgery due to severe bleeding. It was discovered that a clip had slipped off, causing the bleeding and the patient's hgb level, which was 14 prior to surgery, dropped to 6, and she almost died. The situation was controlled after six hours, and the patient was transferred to the intensive care unit, where she remains under observation additional information received from distributor on 14aug24 via email: videos were provided by the customer. Patient status: patient is ok. Intervention: open surgery , the situation was controlled after six hours, and the patient was transferred to the intensive care unit,

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: a cholecystectomy was performed, the following day, the patient was readmitted for emergency surgery due to severe bleeding. It was discovered that a clip had slipped off, causing the bleeding and the patient's hgb level, which was 14 prior to surgery, dropped to 6, and she almost died. The situation was controlled after six hours, and the patient was transferred to the intensive care unit, where she remains under observation patient status: patient is ok intervention: open surgery , the situation was controlled after six hours, and the patient was transferred to the intensive care unit,

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: a cholecystectomy was performed, the following day, the patient was readmitted for emergency surgery due to severe bleeding. It was discovered that a clip had slipped off, causing the bleeding and the patient's hgb level, which was 14 prior to surgery, dropped to 6, and she almost died. The situation was controlled after six hours, and the patient was transferred to the intensive care unit, where she remains under observation patient status: patient is ok. Intervention: open surgery , the situation was controlled after six hours, and the patient was transferred to the intensive care unit.